Event description:
The customer obtained false negative result with a sample containing anti-e while performing post transfusion work up on the ortho provue analyzer. The customer indicated that the provue interpreted the test result as negative. Testing was initially performed on a different provue with pre transfusion sample and anti-e was identified. The pt was transfused with e neg units. Pt had a mild febrile reaction, which is unrelated to the anti-e since only e antigen negative red cells were transfused. The provue in question was only used for post transfusion work up and no blood product was provided to the pt based on the negative results. No harm or serious injury occurred to pt because of this incident.

Manufacturer narrative:
No definitive cause was determined. The customer indicated that they believed the issue was related to the sample variability and the possibility of a weak newly forming antibody. Therefore, service was not needed. The patient's test results did not match results obtained with manual gel test method, preventing erroneous test results from being released. Gel cards reacted as expected. No similar incidents have been logged against this analyzer.